Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver a correction bolus after being requested. Customer¿s blood glucose level was 183 mg/dl. Tandem technical support guided the customer through delivering the correction bolus. Multiple attempts were made to follow up with the customer; however, no response was received.